Manufacturer narrative:
Investigation included user education and troubleshooting performed by support. Investigation of this case revealed that the issue resolved with replacement components and proper assembly. It was concluded that the device functioned as intended after reassembly and that no further action was required.

Event description:
It was reported that the user was unable to twist the connector to lock the insulin cartridge into the ilet during a supply change, and after replacing the connector and refilling a different cartridge, the user successfully connected the connector, tubing, and cartridge with insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy after the successful reconnection and no alerts or alarms.